Event description:
It was reported that during preparation for a coronary artery drug eluting stent treatment procedure, the shaft of a taxus express2 drug eluting stent broke. The taxus express2 3.5 x 32 mm drug eluting stent catheter was reported to have been removed from the housing and "coiled by the scrub technologist". When the physician then picked up the device and attempted to place the stent delivery system on the guide wire the shaft became kinked as a result. In an attempt to straighten the shaft and remove the kink, the shaft snapped. The device never entered the body. The procedure was completed with another of the same device. There were no reported pt injuries or complications. The pt's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.